Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: ·we could not identify the foreign material. ·we could not conclusively specify the root cause of the foreign material remained in the device. ·we could not identify the foreign material from provided information. ·we were uncertain whether the user conducted reprocessing in accordance with IFU or not. However, the foreign material possibly remained in the device due to physical damage of the device from the provided information. The event can be detected/prevented by following the instructions for use which state: the event is detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited foreign matter is clogging the nozzle. There was no patient involvement.